Event description:
It was reported that a 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock generated a leak during patient use. The report stated that the infusing lipids were found leaking into the patient's bed from underneath the microclave affixed to the triset. The packaging was not saved. This a single-use device that was not reprocessed nor reused on a patient. Sample photos are provided showing the defective device. The device will be returned via the manufacturer¿s preferred return process as soon as the RMA is received or the vendor representative picks it up. The device involved in this event is not available in the facility. No other devices were being used on the patient at the time of the event that may have caused or contributed to the event. The device was in use for patient care. There was no patient harm reported.

Manufacturer narrative:
A couple of photos were shared by the customer, where the assembly with a microclave of set #a1141 is shown, however, no leaks are observed in the photos. One (1) used. List #a1141, 9.5" connected to one (1) used #unknown, extension set. As received some lipids residual inside the set were observed. The set was tested as per procedure and leaks coming from the microclave and the check valve bond were confirmed. No other leaks along the device were observed. The complaint of leaks can be confirmed. The probable cause was due to an incomplete insertion during the manufacturing process assembly at ensenada. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.